Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the functional testing. The pump was monitored and no critical pump errors were noted. The pump was received with minor scratches on the lcd window and case, as well as a cracked keypad overlay select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report an open book with a red cross on the display. The customer's blood glucose level was unknown. No further details were provided.